Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging there was a black mark on his onetouch ultra2 meter display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B) (6) 2010 at 12:00pm. The cca noted that the patient manages his diabetes with insulin (self adjuster). It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. Approximately 8 hours after the alleged issue started, the patient reported feeling weak, tired and had tremors. The patient claimed he treated self with food and/or drink in response to the symptoms. On the following morning, the patient stated he took his usual dose of insulin. At the time of troubleshooting, the customer care advocate noted there was no known misuse to the reported product. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.